Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. The issue happened during the diagnostic of coronary procedure which was completed as planned by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that bza35 screen problem in the room, even after replaced the problem persists (the screen went out and no longer put patients on the shelf). During troubleshooting. The fse found that the kvm transmitter in the computer is defective. Fse replaced the kvm transmitter (m.cab). After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the screen switches off and patients can no longer be input in the system. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the kvm transmitter which returned the device to expected functionality.